Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: patient had a long history of back and lower extremity radicular pain. He was presented with following pre-op diagnoses: grade I isthmic spondylolisthesis at l5-s1. For which, patient underwent following procedures: decompression-l 5 laminectomy. Instrumented posterior spinal fusion of l5-s1 using local bone and bone morphogenetic protein. Per op note, 6.5 x 30 mm screws were placed in l 5 and s 1. Surgeon decorticated the transverse processes and the ala of the sacrum with a high speed blur. He packed collagen sponges soaked with bone morphogenic protein and mixed with local bone in the lateral gutters. Then the screws were attached to 4 cm x 5.5 mm rods. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.